Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/29/2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A root cause could not be determined.